Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the device exhibited noise and low impedance alert was also noted. Noise was not reproduced with isometrics and pocket manipulation and impedance measurements were in normal range during in-clinic testing. The lead was capped and replaced.